Event description:
The probe would not function properly. The device fired outside the breast and sampled, but then would not cock again for the procedure. The probe then got stuck in the holster and could not be used for the case. The patient procedure was cancelled. One device will be returned for evaluation.